Event description:
The lay user/patient contacted lifescan alleging the meter's ok button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Our evaluation has confirmed the customers claim of explant due to calcification. Evaluation summary: calcification is heavy in the cusp area of leaflets 1 and 2, and moderate in the cusp of 3. At the free margins, calcification is moderate to heavy in leaflet 2 and moderate in the free margin of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth is detected onto the tissue at both aspects. Host tissue encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 2mm. Host tissue is minimal at the stent inflow. The x-ray demonstrates calcification.

Event description:
Reportedly, the device was explanted after an implant duration of approximately 7 years. Per the cer: explant of a perimount mitral, size and serial number is unknown, after 7 years. Heavy calcification of the leaflets. Customer wants evaluation and letter. No other information has been provided.

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. Customer letter requested. DHR review cannot be done until the serial number is known. Device to be returned for evaluation. Patient information has not been released. Device not returned.